Event description:
The physician reported that fifteen minutes following completion of a femoro popliteal ii bypass procedure, bleeding was noted at the proximal anastomosis. Upon reopening the anastomosis, the physician found the knot of the gore suture to be broken. The suture was left in place and the anastomosis was repaired. The patient is reported to be doing ok.

Manufacturer narrative:
Review of device manufacturing record. Device met pre-release specifications.